Event description:
It was reported that the drain tubing broke upon removal of the device from the patient. The patient required removal of the retained drain fragment in the operatiing room, while in conjunction with a posterior lumbar exploration the same day. There were no adverse consequences to the patient related to the event.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. H3 other text : device will not be returned for evaluation